Manufacturer narrative:
Citation: hysi I et al. Axillary transcatheter aortic valve replacement in patients with peripheral vascular disease. Semin thorac cardiovasc surg. 2018 oct 3. Pii: s1043-0679(18)30194-1. Doi: 10.1053/j.semtcvs.2018.09.016. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the short-term results after using the transaxillary access technique in patients undergoing transcatheter aortic valve replacement. All data were collected from a single center between 2015 and 2017 and the results are reported according to the varc-2 criteria. The study population included 43 patients (predominantly male; mean age 84 years), 16 of which were implanted with a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, one procedural death occurred from an arterial vascular rupture during insertion of a non-medtronic transcatheter aortic valve. An additional 8 deaths occurred due to cardiovascular causes or severe pulmonary infections. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: permanent pacemaker implantation, valve-in-valve implantation, stroke, hematoma requiring surgical revision, cardiac tamponade following a tear of the right ventricle by the external femoral pace probe resulting in emergent surgical repair, and grade I/grade ii aortic regurgitation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.